Manufacturer narrative:
The t:flex user guide states to replace the cartridge every 48 hours if using humalog insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that after the customer's blood glucose (bg) level would remain high (250-320 mg/d) after a bolus had been delivered. A bolus or insulin injection were used to address the high bg. The customer did not know what was causing the high bg level. A pump system check was performed using the current supplies on the pump and no device issues were found. Reportedly, the customer had been using humalog longer that the labeled 48 hours. The customer stated that the prescription for the infusion had been recently changed from changing the infusion set every 3 days to every day. As the customer's bg level would rise on the third day of use. Troubleshooting showed the insulin was being delivered through the infusion set tubing. The customer was concerned that once connected, the boluses were not lowering the bg level unless an insulin injection was administered. The pump history was reviewed and the customer confirmed that no changes to the pump settings had been made. A tandem clinical diabetes met with the customer and they were working to resolve the reported issue.